Event description:
It was reported that there was a power failure, and the system was down. There was no patient involvement when the issue occurred, no patient or user harm reported. The customer stated that the device has a power failure / system down. The customer then stated that the device does not show that it has power when plugged in, and battery was not charging. The remote service engineer (rse) advised the customer to verify the voltages. The customer verified the power supply at 24v but was not showing 24 volts. The rse then had the customer move on to the next step, and it was verified that ac power was present. The customer disconnected the ac power, removed the emi shroud, reconnected the ac power, and then verified that ac voltage was present between the blue and brown wires coming from the ac inlet. The rse explained that if the ac power was present, the power supply should be replaced; however, if the ac power was not present, the ac inlet should be replaced. The customer stated that the device was showing 120 on the blue and brown wires on the power supply. The rse informed the customer that the power supply should be replaced. The customer was provided with the power supply part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the power supply was replaced to resolve the issue. The customer reported that the were now having a touchscreen issue. It was reported that the device was in use at the time of the event; the customer reported that the alarm condition was taken care of when the issue arose. No further details were provided. No patient or user harm was reported.

Manufacturer narrative:
The touchscreen issue found during the evaluation of the device was documented under the complaint that was reported through MFR report number 2031642-2022-01399. All details and further investigation for the touchscreen issue will be reported under MFR report number 2031642-2022-01399.